Manufacturer narrative:
The reported reader ((B)(4)) was returned and investigated. Visual inspection was performed on the returned reader, no issues were observed and the reader was sufficiently charged. No issues were observed upon de-casing the reader. Power consumption test was performed and the result was within specification. A fast draining battery was not observed, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc freestyle libre 2 reader due to a fast draining battery. Customer experienced symptoms described as dizzy, circulatory problems, and was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed her with hypoglycemia and provided a glucose tube and oral grape sugar as treatment. Additionally, the hcp adjusted the customer long-term insulin dosage. There was no report of death or permanent injury associated with this event.